Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that no clinical relevant supporting documents were provided to conduct a thorough medical assessment of the reported tibial fracture and baseplate loosening. However, a revision procedure was performed to revise the component in which all implants were reported to be exchanged to legion. No further clinical assessment is warranted based on the limited information provided with this case. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
Revision surgery was performed due to tibial fracture and baseplate loosening. All implants were exchanged to legion.